Manufacturer narrative:
The investigation has determined that non-reproducible, higher than expected troponin I results from two patient samples were obtained using vitros troponin I es reagent on a vitros eci immunodiagnostic system. The most likely assignable cause for the event associated with patient 1 is analyzer related, as a within-run troponin I es precision test was outside of ortho clinical diagnostic guidelines, indicating the vitros eci system was not performing as intended. The ortho field engineer performed service actions and the post service within-run precision was acceptable indicating the vitros eci system was performing as expected. The definitive assignable cause for patient 2 could not be determined. Vitros troponin I es precision testing was not performed following the event, therefore an analyzer issue could not be ruled out as contributing factor to the event. For both patient 1 and patient 2 events, a vitros troponin I es reagent issue could not be entirely ruled out as contributing to the two events. In addition, pre-analytical sample processing could not be ruled out as a contributing factor to both events. It is unknown if the customer was processing the samples following the sample collection device manufacturer¿s recommendations. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed.

Event description:
The customer obtained non-reproducible, higher than expected troponin I results from two patient samples (patient 1 = 0.107 versus expected < 0.012 ng/ml; patient 2 = 0.541 versus expected < 0.012 ng/ml) obtained using vitros troponin I es reagent on a vitros eci immunodiagnostic system. The higher than expected troponin I patient results were not reported from the laboratory. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. There was no allegation of patient harm as a result of this event. This report is number two of two MDR's for this event. Two 3500a forms are being submitted for this event as two devices were involved. (B)(4).